Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a magnet was applied to this patient's implantable cardioverter defibrillator (ICD) during a sinus surgery. The patient stated that his heart rate was 39bpm after the magnet was removed. Additionally, the patient stated he was informed that he flat lined. The patient was transferred to another hospital following surgery. The device was subsequently programmed to a pacing rate of 50ppm. The patient was asymptomatic. A boston scientific technical services consultant documented the clinical observations, discussed device function with the patient and advised the patient to seek medical attention if he becomes symptomatic. No adverse patient effects were reported.